Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the autoclavable camera head produced a cloudy image. This issue occurred during inspection for use. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, e1, h2, h3, h6 and h11 the device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: flooding in the main unit imaging and camera cable and a white image. Based on the results of the investigation, the cause of the reported malfunction blurry image was flooding in the main unit imaging and camera cable, moisture adhesion, possible due to internal condensation (occurrence of temperature difference). And the cause of the additional malfunction a pixeled white image. Was traced to be a component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.